Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that noise leading to oversensing and undersensing was observed on the atrial lead. Insulation damage was observed on the atrial lead. The cause of the insulation damage on the atrial lead was suspected to be due to friction with another part of the atrial lead. The atrial lead was capped and replaced to resolve the event. The patient was stable following the procedure and there were no adverse consequences.